Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns functionality but related to the implanting procedure.

Event description:
It was reported that patient presented with an infection and so underwent generator explant surgery. The vns lead and patient's neck were reported as not infected by the surgeon. The manufacturer¿s device history records of the generator were reviewed and sterilization of the device prior to distribution was verified. No further relevant information has been received to date.